Event description:
It was reported that during attempted implanted when the ICD was connected to the lead, high capture threshold was observed. Normal capture thresholds were noted when measured via pacing system analyzer. Device was replaced with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.